Event description:
A nurse reported that during surgery, the footswitch was not recognized. Troubleshooting involved rebooting and reseating the cables, but they were not able to get it to function. The system was exchanged and the case was completed. No harm or injury to the pt reported.

Manufacturer narrative:
The footswitch has been returned to the manufacturer, but the analysis has not yet been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).